Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). DHR: product code 82-8803 with lot 113034 showed 1 nr-report when released to stock. The nr report issues had no link to this complaint.

Manufacturer narrative:
UDI :(B)(4). The certas valve was returned for evaluation: the lot number reported in the complaint is not a lot number for the device returned product code 82-8803. Therefore, the DHR review was not possible. Failure analysis - the valve was visually inspected; the rotating construct was stuck in the upper position. The valve failed the test for programming. The valve passed the tests for occlusion, leaks, reflux, pressure. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the titanium axle, on the rotating construct, on the cam/ball arm assembly on the flat spring of cam/ball arm assembly. The root cause for the issue reported by the customer was probably due to biological debris and protein build up, found on the titanium axle, on the rotating construct, on the cam/ball arm assembly on the flat spring of cam/ball arm assembly.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the certas plus valve was not able to be adjusted after an MRI and was explanted. Additional information has been requested.